Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the positional shocking issue was not determined. The patient was seen on (B)(6) 2019 and they were programmed with low density settings on their left lead. The patient had great coverage and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was reprogrammed on (B)(4) 2019 and they now felt as if they were being shocked when they turned stimulation up to a certain number. They only felt the shocking if they laid back or sat in a chair. The shocking was really intense when turned up and they noted that they didn't feel it on the left side. If stimulation was turned down low the issue was ok. The patient planned on calling a representative for further assistance. No further complications reported.